Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from january 26, 2021 ¿ january 27, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right side edge of the bag. A functional testing was performed which revealed a leak on the affected area. Additional magnified inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.